Manufacturer narrative:
(B)(4) - device evaluation: lifescan received the meter with the complaint on (B)(4) 2012 and completed device evaluation on (B)(4) 2012. Investigation was not able to confirm the alleged complaint: the meter passed testing with no faults found.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying inaccurately high results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 2 weeks prior to contacting lfs, at 4am the alleged issue first started. The patient reported on the day of the alleged issue, he obtained readings of "290mg/dl" at 8am, "345mg/dl" at 8:05am, and "130mg/dl" at 8:10am. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using insulin pump therapy (unknown dose) to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However, 2 weeks prior to contacting lfs, between 5-6am, the patient reported emergency medical services (ems) was called and he was given glucose gel as treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. However, the cca discovered that the subject meter was in the incorrect code. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue, his insulin pump administered too much insulin, therefore he required treatment from ems to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.